Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the coronary artery. A 2.75x8mm promus premier stent was advanced to cross the lesion, however, device was unable to cross the lesion. The device was removed and exchanged with another 2.75x32mm promus premier stent which also failed to cross the lesion. Subsequently, coronary artery dissection was noted. The physician then performed emergency coronary artery bypass graft (CABG) due to the event and the procedure was completed with implantation of a non-bsc stent. No further patient complications were reported.